Event description:
It was reported that the patient's blood glucose levels (bg) rose to 501 mg/dl while wearing the pod between 25 and 36 hours. The patient began feeling nauseas and went to the emergency room (ER). At the ER a doctor removed the pod, gave the patient intravenous fluids and insulin injections. The patient was released after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). No damages or defects were found that would affect the delivery of insulin.